Event description:
The pt's needle became dislodged with no alarm condition. The pt's blood pressure (normally in the 170's to 180's) decreased to 119/83. Blood loss was estimated at 2-4 units. The pt received 1 liter saline and a 2-unit blood transfusion. Gambro tech svcs (gts) found no functional problem with the machine.